Event description:
Additional information noted that this lead was returned for analysis. The product is expected to be returned for analysis. Upon completion of analysis this report will be updated.

Event description:
According to available information, this lead has not been received for analysis. Without a return of product, the reported observation cannot be confirmed or denied.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during a follow-up visit, this right ventricular lead with non-boston scientific device displayed high out of range impedance measurements. In addition, increased threshold measurements were obtained. A revision procedure was performed. This lead was removed, replaced and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should this lead be returned, analysis will be performed and this event will be updated.